Event description:
Size 15mm covidien trocar used in bariatric laparoscopic surgery. Edge of mesh and end of port broke during surgery. Mesh piece was retrieved. End of port could not be located in the patient.